Manufacturer narrative:
Corrected data. D4 serial number updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77-year-old male with a history of cardiomyopathy, prior CABG, known coronary artery disease, and diabetes mellitus presented in cardiogenic shock consistent with scai stage d and underwent swan-ganz catheterization and placement of an impella cp via the right femoral artery on (B)(6) 2026. The patient received 8,000 units of heparin for device insertion. Following stabilization post-procedure, a foley catheter was inserted by bedside nursing staff, during which the patient experienced significant pain and distress. For approximately one hour following foley insertion, urine output was yellow, after which gross hematuria developed, described as cranberry-colored urine with positional separation of red and yellow urine. The patient was hypertensive post-procedure, with blood pressures up to 177/117 mmhg, and was treated with primacor and nipride. Transthoracic echocardiography confirmed. On (B)(6) 2026, the foley catheter began clotting, requiring multiple exchanges and eventual urology consultation. A 22 french foley catheter was placed with initiation of continuous bladder irrigation due to significant clot burden. Hemoglobin decreased from 9.8 g/dl to 7.7 g/dl, and one unit of packed red blood cells was transfused per physician order. The reported hematuria, pain, hypertension and subsequent anemia requiring transfusion occurred during impella cp support; however, imaging consistently confirmed appropriate device positioning without interaction with cardiac structures. Clinical management attributed the bleeding and hematuria to traumatic foley catheter insertion rather than the impella device. Device involvement was not considered contributory, and the patient was successfully weaned from support without reported organ damage.

Manufacturer narrative:
Pdi (thromboembolism/ pain/ hematuria): the cause of the injury was not determined due to insufficient clinical details.